Event description:
It was reported that a patient underwent ¿fourth lumbar vertebra to first sacral vertebra (l4 to s1) decompression with fourth lumbar vertebra (l4) partial laminectomy. Complete fifth lumbar vertebra (l5) laminectomy. Fifth lumbar vertebra (l5) bilateral complete facetectomy. Diskectomy of fourth lumbar vertebra-fifth lumbar vertebra (l4-l5). Transforaminal lumbar interbody fusion (tlif) of fourth lumbar vertebra-fifth lumbar vertebra (l4-l5) with pedicle screws placed on the right side at fourth lumbar vertebra, fifth lumbar vertebra, and first sacral vertebra (l4, l5, and s1), and at the left side into fourth lumbar vertebra and first sacral vertebra (l4 and s1) together with autograft mixed with bmp to treat lumbar stenosis". A follow up CT scan revealed that the right l4 pedicle screw is lateral to the pedicle and not seated in the bone, it is unclear if this is causing the back pain. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent following surgery fourth lumbar vertebra to first sacral vertebra decompression with fourth lumbar vertebra partial laminectomy. Complete fifth lumbar vertebra laminectomy. Fifth lumbar vertebra bilateral complete facetectomy. Discectomy of fourth lumbar vertebra fifth lumbar vertebra. Transforaminal lumbar interbody fusion (tlif) of fourth lumbar vertebra fifth lumbar vertebra with pedicle screw placed on the right side at fourth lumbar vertebra, fifth lumbar vertebra, and first sacral vertebra together with autograft mixed with bone morphogenic protein. As per-op notes: tlif was performed from left side, because the nerve roots at l4-5 were so close together that there was no ready entry point on right side. A 10 mm height x 32 mm length interbody was placed after packing with bmp collagen sponge, and additional bmp collagen sponge was placed into the disk space¿.¿ bone graft was taken which was mixed with bmp and was packed over decorticated surfaces of l4 l5 s1.